Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
As reported: "during workshop for ns., interference occurred when checking the drill bit on the nail. Reattaching it several times avoided the interference. Upon focused inspection at distribution center, no issues were confirmed."